Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and asthenia ("no energy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the weight increased and asthenia outcome was unknown. The reporter considered asthenia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain, weight increased, asthenia.